Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a tp it single monitoring kit w/safeset system belgium where it was reported during the connection of the pressure set air leakage occurred which resulted in backflow of arterial blood. All connections were checked to make sure they were correctly tightened. During this check a visible leakage to the flushport was noticed; closure of the port was not possible. Additionally, no curve (line) on the monitor (all ports on the hemopod were tried but it did not work). After connecting a new pressure set, there were no problems with backflow of blood and all ports of the hemopod displayed a curve line on the monitor. The event occurred during infusion (at the time of the connection of the pressure set to the arterial catheter). There was no serious injury; however, there was blood loss. There were adverse operator consequences, no med/surg intervention required. The device was changed out/replaced with no further problems encountered. There was patient involved but no patient harm and no delay in critical therapy.